Manufacturer narrative:
Tss spoke to the customer on 3/4/2016. The tss phoned the customer and data review, operator to monitor and call back as needed, no further action required by technical support. The most probable cause of the reported event was the qc material issue. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2016 a customer reported tsh3g qc (quality control) issues, mas 1703 microgenics/thermofisher), l1 out highwith their aia 600ii analyzer. The customer reported discrepant patient results. The customer is unable to run patient samples tsh3g. Tss (technical support specialist) troubleshoot the event which resulted in reporting discrepant patient results for tshg. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.